Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their ins explanted in 2014 because it was ¿too painful¿. The issue had occurred since implant of the device ((B)(6) 2013). The patient also reported that they could sit down and sometimes felt ¿like it was shocking¿ them. They mentioned that they were underweight and did not have enough fatty tissue and muscle to house the implanted battery unit. The patient stated that, at first, they thought it was normal surgical pain but once it healed, they were still in pain and was ¿miserable¿. It was noted that the patient had been without the therapy until they got re-implanted on (B)(6) 2019. There were no further complications reported or anticipated.